Manufacturer narrative:
(H3) the evaluation noted that revision reported was likely the result of wear of the patellar component. However, the underlying cause of the wear could not be determined from the information provided and the explanted device was not available for evaluation. The most probable root cause associated with the reported event of "prosthesis wear" is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, revision carried out after right patella wear from original surgery. New patella component was implanted successfully with no complications. Patient was last known to be in stable condition following the event. The device is not available for evaluation.